Event description:
It was reported that total care frame (product code p1900af1619, serial number (B)(6)), had the brakes not holding. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the casters needed to be adjusted. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 27, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the casters to resolve the reported event. Based on this information, no further action is required.